Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the day after implant they had to go back into the operating room (or) because they were getting ¿the alternate beep warning sign¿ and the patient had to be opened up again. The patient stated that they are now hearing a low, one tone, coming from their implantable cardioverter defibrillator (ICD) in the last couple of days. Follow-up was conducted and from the information obtained it was reported that the day following the patient¿s implantable cardioverter defibrillator (ICD) replacement procedure the right ventricular (rv) lead exhibited high pacing impedances which triggered an alert. The patient was brought back into the or where it was determined that the rv lead was not all the way back in the header. The lead was placed again into the header and tightened down. All measurement numbers were all within normal range. Then later the patient called to report that their new monitor could not connect to the cellular service and that they were hearing a low tone beep coming from their device. Nothing was noted on interrogation. Because the patient lives in a remote location an e-cellular accessory was ordered for the patient and now they are able to transmit appropriately. The clinic is not sure exactly what the patient was hearing but it does not appear to be coming from the device. The patient did state recently that they have not heard the tone lately. The ICD and rv lead remain in use. No patient complications have been reported as a result of this event.